Event description:
Related manufacturer reference number: 2017865- 2022-40509. It was reported that during a device change out due to eri, the atrial lead was noticed to have dislodged. The left ventricular (lv) lead was known to have phrenic capture. Both leads were explanted and replaced. The patient is in stable condition. The physician does not suspect the products themselves contributed to the dislodgment and phrenic capture.